Event description:
A cervical plate was implanted in 2003 for a tumor resection of c5/c7 with fusion and instrumentation and eight days after the implantation x-rays showed one of the screws was not in place (not broken). Pt underwent revision surgrey 13 days after insertion.